Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the reported event could not be replicated. One 4 fr s/l grohsong PICC was received with the stylet in the lumen. No damage was observed on the device. A functional test of infusing, pressurizing, and aspirating the groshong PICC both with and without the stylet revealed no evidence of a leak in the tubing. The exact cause of the reported event was unknown, but no damage or defects were observed on the returned sample; therefore, the complaint was unconfirmed.

Event description:
It was reported by nurse that no abnormality was observed when the catheter was being preflushed. During placement of the catheter, when the catheter was pushed to 20cm, difficulty was encountered. Flushing with normal saline was used to adjust the position of catheter. During this process, it was found that the catheter leaked at 25cm position due to the damage there.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebr1315 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that no abnormality was observed when the catheter was being preflushed. During placement of the catheter, when the catheter was pushed to 20cm, difficulty was encountered. Flushing with normal saline was used to adjust the position of catheter. During this process, it was found that the catheter leaked at 25cm position due to the damage there.